Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted over 20 times in the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: corrosion was found inside the battery compartment. No damage found to the battery cap; the battery cap secured tightly to the pump. The battery cap contact was found to be within specification. The pump was found not to power on and testing could not be completed. No leaks were found during leak testing. The pump was opened and no further moisture damage found inside the pump and no damage was found to the power circuit.